Manufacturer narrative:
Product analysis # (B)(4). Brief description of complaint: staff reported that after the generator successfully primed, the device was delivering no energy. It is unknown if any error codes were displayed investigation conclusion: the reported issue was not confirmed. There was no observation of a failure to deliver energy. The device activated once the button was depressed and met the product specifications for electrical continuity. However, due to a buildup of eschar and coagulum, the electrodes did not produce acceptable results for saline flow. Additionally, there was an observation of melting of the plastic base below the electrodes. If information is provided in the future, a supplemental report will be issued.

Event description:
Failure found during analysis: there was an observation of melting of the plastic base below the electrodes on the aquamantys device. Failure found during analysis; therefore, patient information is not applicable. Reported incident: staff reported that after the generator successfully primed, the device was delivering no energy. It is unknown if any error codes were displayed complaint analysis determination (generator): complaint not confirmed complaint analysis determination (device): complaint not confirmed; separate failure found complaint analysis summary (generator): the generator was not returned for investigation complaint analysis summary (device): there was no observation of a failure to deliver energy. The device activated once the button was depressed and met the product specifications for electrical continuity. However, due to a buildup of eschar and coagulum, the electrodes did not produce acceptable results for saline flow. Additionally, there was an observation of melting of the plastic base below the electrodes, though the exact cause is unknown. Reportability decision (FDA) (generator): not reportable reportability decision (FDA) (device): now reportable investigation summary (generator): it was reported that after the generator successfully primed, the device was delivering no energy. It is unknown if any error codes were displayed. As the event indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. The product associated with the reported event is still in use, therefore no analysis could be performed. As analysis was unable to be performed, the cause of the event could not be determined. Criteria to conduct a technical assessment was not met therefore one was not required to be performed. The investigation determined that this was a known event. Common sequences of events and contributing factors that can lead to the known event are documented in the risk management file investigation summary (device): it was reported that after the generator successfully primed, the device was delivering no energy. It is unknown if any error codes were displayed. As the event indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. The device associated with the event was returned and analysis was performed. Per analysis it was determined that the device failed to meet specification and did malfunction. There was no observation of a failure to deliver energy. The device activated once the button was depressed and met the product specifications for electrical continuity. However, due to a buildup of eschar and coagulum, the electrodes did not produce acceptable results for saline flow. In addition to the analysis performed in conjunction with the reported event, it was determined that the product had an additional failure in that there was an observation of melting of the plastic base below the electrodes, though the exact cause is unknown. As a result of the additional failure the product did not meet specification and did malfunction and the finding is now considered reportable to a regulatory authority. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not required to be performed. Criteria to conduct a technical assessment was not met therefore one was not required to be performed. The investigation determined that this was a known event. Common sequences of events and contributing factors that can lead to the known event are documented in the risk management file system approach: the reported event is inclusive of the device only and not associated with any generator. The report involves melting of the plastic base below the electrodes regardless of utilization of any associated generator, therefore the generator is ruled out as a contributing factor to this incident.